Event description:
Caller reported that the t:slim x2 pump battery would not charge, even with attempts using different cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent by technical support after confirming the shipping address. Technical support provided instructions for putting the pump into storage mode and for returning the faulty pump to tandem. The customer was informed about the steps to take upon receiving the replacement.